Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. During the procedure, the shell and liner were removed and replaced. No further information has been provided.